Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, ¿e216 (scope communication error)¿ occurred because the video function did not work properly due to faulty cable. The root cause of why the cable was faulty could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered cable unit malfunction. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, connection contact was bad on the hd 3cmos autoclavable camera head. The procedure was completed using a similar device and no delay was reported. Upon inspection and testing of the returned unit, e216 (scope communication error) displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.